Event description:
A vague complaint of a pump related incident in a pt was received from a baxter sales rep. No further info could be obtained. The facility's regional manager of quality reported there was a pt injury requring medical intervention and that a pump was involved. The regional manager of quality refused to release any additional info regarding the pump, the solution, the pt injury type or type of medical intervention needed. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding event description, pt's demographics, diagnosis or status, type of IV solution involved, medical intervention and pt injury reported, serial number of the device, or set up of the infusion device.